Manufacturer narrative:
(B)(4). Mfg site name- (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 tractip laser fiber was opened for use in a ureteroscopy procedure performed on (B)(6) 2017. According to the complainant, during preparation and outside the patient, it was noted that the ball tip of the laser fiber was cracked when it was opened from the package. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
One flexiva 200 tractip laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused and undamaged. The fiber was returned kinked approximately 110 cm from the top of the connector. The condition of the returned device does not confirm the event because the fiber ball tip was not cracked. Therefore, based on all gathered information, the reported issue was unable to be confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 tractip laser fiber was opened for use in a ureteroscopy procedure performed on (B)(6) 2017. According to the complainant, during preparation and outside the patient, it was noted that the ball tip of the laser fiber was cracked when it was opened from the package. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.